Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited intermittent pacing failure. The lead fracture was suspected. The insufficient output of the implantable pulse generator (ipg) was noted. The device was reprogrammed at first. One month post implant procedure, the intermittent pacing failure continued to occur. The lead and implantable pulse generator (ipg) were extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.